Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Result: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. No complications were reported and the patient tolerated the procedure. On (B)(6) 2011, the patient became hypotensive and soon developed paraplegia. The physician stated that an emboli may have possibly been thrown after the procedure to cause the paraplegia. On (B)(6) 2011, the patient died. The cause of death was cardiac arrest.